Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient underwent t11-t12 vertebrectomy t10 to l1 fusion, interbody and anterolateral with a nterolateral plates and screws and peek stackable rings with bone morphogenic protein. Preoperative diagnosis: osteomyelitis t11-t12. As per op notes: ¿measurements were taken of 43mm graft. I used peek stacked low ring with matured bone morphogenic protein after duragen overlay over the dura. A small amount of serous fluid without any continuous leak. Then had the peek materal stacked in and under distraction of the previously placed 35mm vertebral body screws at t10 and l1.¿ post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.